Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a defective lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.

Event description:
The customer reported that the radical display is not completely visible and blurry. No consequences or impact to patient were reported.